Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿some customers" experienced loss of connection between the transmitter and the pump for an indeterminate amount of time. Due to the anonymous nature of the report, tandem customer technical service unable to obtain additional information regarding the issue. No additional patient or event information was available. There was no reported adverse impact.